Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed button error. Customer¿s blood glucose was 243 mg/dl at the time of incident. Troubleshooting was performed and there is no significant event leading to button error was observed. Insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with button error alarm and had unresponsive esc button due to corroded keypad traces.